Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 ug's concentration at 312 ug's day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient heard a critical alarm. The hcp upon interrogation found that there was a motor stall. They were able to restart the pump at same dosage level and it stalled again while the patient was kept overnight for observation. It was decided that this was most likely an affected pump with our documented motor stall issue. The decision was made to replace the pump at that time. There was no environmental/external/patient factors that may have led or contributed to the issue. Pump was replaced to resolve the issue. At the time of the report, the issue was resolved and patient status was alive-no injury. No symptoms were reported. No further complications were reported. No further complications were reported.

Manufacturer narrative:
Analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.